Manufacturer narrative:
G4: 13oct2020 b4: (B)(6)2020 the power management board was received for failure investigation. The customer complaint could not be not verified as the unit powers on and off normally. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jul2020. B4: 29jul2020. It was determined the vent was not in clinical use at the time of the incident and there was no patient involvement. The manufacturer's international service technician confirmed the power management board required replacement. The manufacturer's international service technician replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
The customer reported the vent turned on by itself and then it cannot be turned off. The vent was in clinical use at the time of the incident, however there was no patient harm.